Event description:
It was reported that in 2006, the patient fell and started showing increasing impedances and thresholds. Dft was done and the patient remained under supervision till now. In (B)(6) 2010, sic counters appeared in the follow-up. During the procedure to replace the lead, the physician confirmed that it was difficult to go through the subclavian vein in the clavicle zone confirming that this stress could be the reason for the lead fracture. The old 6944 lead was abandoned and a new rv lead (B)(4) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.